Event description:
On (B)(6) 2013, the lay-user/patient contacted animas requesting a replacement pump. The patient did not provide any other information. Animas made 3 attempts to contact the patient but was not successful. This complaint is being reported due to a potential product malfunction. There is no indication that the product issue caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.